Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9046945. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 9046945. Unable to perform complaint lot history check for clog for unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. 320122 batch no. 9046945, unknown. It was reported that nothing is coming out of pen needle during the priming. Verbatim: issue: consumer reported nothing is coming out during the priming. Sample discarded consumer stated this is her 8th box.. Incident date-unknown. Occurrence- half of the box. Item# 320122. Lot# 9046945; expiration date-2024-03-31. Issue: consumer reported nothing is coming out during the flow test in the past. Sample discarded. Box discarded. Consumer stated it's been since a year she has had this issue. Incident date-unknown. Occurrence- 50-70%. Item# 320122. Lot# unknown. Consumer uses new needle each time of his injection. Consumer stated she visually test the needle on both sides to see if it is straight. Consumer stated she tightens pen needle on to the pen. Explained consumer not to tighten too tightly. Consumer stated she rotates the injection site.